Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012761289 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The catheter arrived with a guidewire threaded inside the guidewire lumen, extending approximately 3 inches from the tip of the catheter. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. After the original guidewire being extracted, the lab test guidewire was inserted into the catheter and retracted several times without any issue. No anomalies were identified concerning compatibility. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170 degree (°) rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. In conclusion, the reported issues (tissue, catheter/guidewire compatibility) were no observed or reproduced during testing. The catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 990045 product type: guidewire medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the pv tracker guidewire became stuck in the guidewire lumen of the catheter during ablation. The guidewire could not be advanced or pulled back, and the entire system was withdrawn into the sheath and removed from the patient. It was confirmed that the guidewire was not stuck in the vein. Outside the patient, the guidewire remained immobile, and it was suspected that tissue was obstructing the guidewire lumen. The catheter and guidewire were both replaced. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.